Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited oily film inside the scope. The issue occurred during the sedation of an unspecified procedure while the device was inside the patient. The procedure was completed with a similar device after brief procedural delay. There were no reports of patient harm